Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 370 and 276mg/dl. The expected fasting blood glucose test result range is 100-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed by the customer and produced test results of 147and 153mg/dl using true track meter. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is 01/30/21. The meter memory was reviewed for previous test result history: result 1:171mg/dl date:(B)(6) 2017 time:01:27am fasting, result 2:370mg/dl date:(B)(6) 2017 time:01:25am fasting, result 3:141mg/dl date:(B)(6) 2017 time:12:43pm fasting, result 4:276mg/dl date:(B)(6) 2017 time:02:28pm fasting, result 5:118mg/dl date:(B)(6) 2017 time:4:09pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation, but has not yet been completed. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 370 and 276mg/dl. The expected fasting blood glucose test result range is 100-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a back-to-back blood test was performed by the customer and produced test results of 147 and 153mg/dl using true track meter. The test strip lot manufacturer's expiration date is 01/31/2019, and open vial date is 01/30/21. The meter memory was reviewed for previous test result history: (B)(6).